Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose over 400 mg/dl and observed insulin leakage with a wet insulin vial during a supply change; when attempting to refill and prime, the user received an unable to proceed error during fill tubing at approximately 27 units, consistent with an alarm/malfunction and a consecutive stalled motor, and the affected component was the reservoir. Symptoms included no reported clinical signs, symptoms, or conditions beyond the elevated glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage associated with a seal issue, aligning with a leak/splash device problem localized to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. The device powered on with no alerts. The lead screw was able to rewind and prime to (B)(4) units multiple times with no issues. As the user's supplies were not returned with the device, the supply leak could not be confirmed. No faults were found with the device.